Manufacturer narrative:
(B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 83mg/dl. The expected fasting blood glucose test result range is 110-115mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of e-2 and 187mg/dl non-fasting using true metrix air meter. The test strip lot manufacturer¿s expiration date is 07/31/2020 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. Result 1: 152 mg/dl date: (B)(6) 2021 time: 02:08pm fasting. Result 2: 83 mg/dl date: (B)(6) 2021 time: 10:37am fasting.